Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that some corvue congestion monitoring data was missing from a (B)(4) transmission since (B)(6) 2013. Device remains implanted.